Event description:
On 8/8/96 it was discovered during follow up on the facility complaint history of machine that on 11/30/95 the machine had removed from a pt, an excess of 1.4 kg of fluid. A medical device report has been opened to provide documentation of the discovery of this past machine problem, which had not been reported by the facility to the MFR at the time of the incident. Source attempted to retrieve add'l info, but was not successful, due to the length of time since the event. Proper operation of this machine has been verified by the MFR on 8/8/96.